Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided via medical records. The following sections of this report have been corrected/updated: a2 (age at time of the event), b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device codes) and h11 (additional narrative/data). Additional information was provided via medical records. Per review of the medical records, approximately 3 years, 5 months, and 6 days post transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient had an echocardiogram that showed the ejection fraction was 37%, the 29 mm sapien 3 valve in the aortic position, and abnormal function. There was mild transvalvular regurgitation and severe prosthetic valve stenosis. The mean gradient was 46 mmhg and the valve area was 0.74 cm2. The patient was noted to have exertional dyspnea and chest discomfort. Approximately 3 years, 5 months, and 13 days post tavr procedure, the 29 mm sapien 3 valve was explanted and a 25 mm surgical valve was implanted. The surgical pathology report of the aortic valve tissue specimen showed calcification of the aortic valve leaflets, but it was unclear if this specimen was the native valve or the 29 mm sapien 3 valve. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the central regurgitation and valve stenosis that resulted in the valve being explanted were confirmed based on the medical records. A review of the device history record (DHR) and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per review of the medical records, approximately 3 years, 5 months, and 6 days post transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient had an echocardiogram that showed the ejection fraction was 37%, the 29 mm sapien 3 valve in the aortic position, and abnormal function. There was mild transvalvular regurgitation and severe prosthetic valve stenosis. The mean gradient was 46 mmhg and the valve area was 0.74 cm2. In this case, the patient had vast comorbidities (e.g. Coronary artery disease and diabetes), which are known factors that may increase the risk of atherosclerosis leading to stenosis with central regurgitation. Although a definitive root cause was unable to be determined, the available information suggests that patient factors (pre-existing comorbidities) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years, 5 months, and 13 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted, and a new 25 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.